Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full synchronization occurred on the station without dropping the database, resulting in an error message when attempting to add a temporary patient. A technical support specialist (tss) applied the knowledge article (proper datasync procedure & how to place new db in es station) and full synchronization was completed. No further response was received from the customer, and no error icon found on the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a full synchronization occurred on the station without dropping the database, resulting in an error message when attempted to add a temporary patient. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full synchronization occurred on the station without dropping the database, resulting in an error message when attempting to add a temporary patient. A technical support specialist (tss) applied the knowledge article (proper datasync procedure & how to place new db in es station) and full synchronization was completed. No further response was received from the customer, and no error icon found on the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a full synchronization occurred on the station without dropping the database, resulting in an error message when attempted to add a temporary patient. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.